Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged break as no objective evidence has been provided to confirm any alleged deficiency with the port. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include use of hemostats when placing the cathlock on stem and stem crack; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2021).

Event description:
It was reported that the end tip of the port was allegedly identified broken. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. Expiration date: 04/2021.

Event description:
It was reported that the end tip of the port was allegedly identified broken. There was no reported patient injury.